Event description:
Event description guidant received information that unreproducible noise was noted on the ventricular lead. The patient was asymtpomatic; however, the noise inhibited pacing and a shock was divered three times.